Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the infusion set had bent cannula and he was hospitalized due to high blood glucose level on (B)(6) 2019 to (B)(6) 2019. Customer's blood glucose level was 28.6 mmol/l. Customer's blood glucose level was 8.5 mmol/l. It was reported that the insulin pump never alarmed. It was reported that the customer experienced positive results in ketones. Customer refused to perform troubleshooting for high blood glucose because he felt tired. The infusion set will not be returned for analysis.